Event description:
Revision surgery - due to no bone growth on the stem; there was implant movement.

Manufacturer narrative:
The reason for this revision surgery was to remedy poor fixation after 4 months, 4 days in vivo. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the second complaint against this part; first complaint from lot # 1110755. The root cause was reported as no bone growing onto the stem. There are no indications of a product or process issue affecting implant safety or effectiveness.